Manufacturer narrative:
(B) (4).

Event description:
The pt experienced increased pain that was unrelieved by a bolus or pump adjustments. There was a possible leak in the catheter. The lumbar portion of the catheter was spliced. The pt recovered without sequela.